Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The fse found the issue, replaced the fill assembly. The psi check valve was also replaced because the o-ring could not be reused. The iabp was cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6).

Event description:
It was reported by the getinge field service engineer (fse) that the cardiosave intra-aortic balloon pump (iabp) failed the intermittently fails the service diagnostics k3 leak test. The problem was found during testing at the repair center. No issues regarding leaks were reported by the customer there was no patient involvement and no adverse event was reported.

Event description:
It was reported by the getinge field service engineer (fse) that the cardiosave intra-aortic balloon pump (iabp) failed the intermittently fails the service diagnostics k3 leak test. The problem was found during testing at the repair center. No issues regarding leaks were reported by the customer there was no patient involvement and no adverse event was reported.